Manufacturer narrative:
Device evaluated by manufacturer: the balloon had the appearance of having been inflated. A visual examination of the balloon identified no tears or pinholes. The balloon could not be inflated due to the condition of the returned device. A visual examination of the device identified a break in the shaft 340mm distal from the base of the strain relief and may have occurred as the still inflated balloon was being retracted through the sheath. This type of damage is consistent with excessive force being applied to the delivery system. The customer introducer sheath was not returned for analysis. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. A 7.0mmx40mm, 75cm gladiator balloon catheter was advanced for dilation. After the balloon was inflated, it was noted that the balloon would not deflate. There was no intervention to deflate the balloon and was then removed through the sheath. The procedure was completed with another gladiator balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon deflation failure occurred. A 7.0mmx40mm, 75cm gladiator balloon catheter was advanced for dilation. After the balloon was inflated, it was noted that the balloon would not deflate. There was no intervention to deflate the balloon and was then removed through the sheath. The procedure was completed with another gladiator balloon catheter. No patient complications were reported and the patient's status was fine.